Event description:
It was reported that the device had reached elective replacement indicator (eri) and that power on reset had occurred during manufacturing (before implant) of device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device had a write to locked ram power on reset, addr=0dfb, data=40 on (B)(6) 2006. It was also noted that the device revealed normal battery depletion and the device met expected longevity.